Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report adverse drug effects and product complaint (pc), concerned a male patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin mix 70/30, 100u/ml) cartridge used via re-usable device humapen ergo ii, twice a day, for the treatment of diabetes mellitus, beginning on an unknown date, 2006. On an unknown date, he experienced hypoglycemia and high blood glucose, and the diabetes mellitus gradually became more severe. After this, his dose was changed to three times a day. On an unknown date, due to poor blood glucose control and blood glucose values were sudden high and sudden low, he was hospitalized for treatment (batch no: 1102d02, pc no: (B)(6). On an unknown date, when he was discharged from the hospital, he was switched to insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100u/ml) cartridge, three times a day. On an unknown date, he was again switched to human insulin isophane suspension 70%/human insulin 30%, three times a day. On an unknown date, jul-2024, he was again switched to insulin lispro protamine suspension 50%/insulin lispro 50%. After using insulin lispro protamine suspension 50%/insulin lispro 50% his blood glucose control was good after using it. On an unknown date, he was getting older and confused. On an unknown date, jul-2024, while using insulin lispro protamine suspension 50%/insulin lispro 50% via humapen unknown device, he noticed that due to needle blockage when using the injection pen and the cartridge, he was not sure how many units he had injected (batch number: unknown; pc: (B)(4). The injection button would be unable to press after using for three to four days when using the pen. The needle was blocked irregularly. It could be used again after replacing the needle. While using used the humapen with human insulin isophane suspension 70%/human insulin 30% insulin before, there was not such malfunction. The malfunction happened almost every day. He did not replace the needle before every injection (improper use and storage). He experienced the same situation after replacing the pen (second pen). Information regarding corrective treatment was unknown. Events outcome of blood glucose increased was recovered. Therapy status of human insulin isophane suspension 70%/human insulin 30% was unknown and status of insulin lispro protamine suspension 50%/insulin lispro 50% is ongoing. The patient was the operator of the humapen ergo ii and humapen (unknown) device and his training status was not provided. The general device model duration of use and duration for use of suspect device was unknown. Action taken with both the devices was unknown and their return was not expected. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 50%/insulin lispro 50% or humapen ergo ii or humapen (unknown device). Edit 23-aug-2024: upon review of the information received on 30-jul-2024. Entered euca fields and added batch number and pc number in narrative. Updated narrative accordingly. Edit 23aug2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse drug effects and product complaint (pc), concerned a male patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin mix 70/30, 100u/ml) cartridge used via re-usable device humapen ergo ii, twice a day, for the treatment of diabetes mellitus, beginning on an unknown date, 2006. On an unknown date, he experienced hypoglycemia and high blood glucose, and the diabetes mellitus gradually became more severe. After this, his dose was changed to three times a day. On an unknown date, due to poor blood glucose control and blood glucose values were sudden high and sudden low, he was hospitalized for treatment (batch no: 1102d02, pc no: 7358956). On an unknown date, when he was discharged from the hospital, he was switched to insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100u/ml) cartridge, three times a day. On an unknown date, he was again switched to human insulin isophane suspension 70%/human insulin 30%, three times a day. On an unknown date, (B)(6) 2024, he was again switched to insulin lispro protamine suspension 50%/insulin lispro 50%. After using insulin lispro protamine suspension 50%/insulin lispro 50% his blood glucose control was good after using it. On an unknown date, he was getting older and confused. On an unknown date, (B)(6) 2024, while using insulin lispro protamine suspension 50%/insulin lispro 50% via humapen unknown device, he noticed that due to needle blockage when using the injection pen and the cartridge, he was not sure how many units he had injected (batch number: unknown; pc: 7358955). The injection button would be unable to press after using for three to four days when using the pen. The needle was blocked irregularly. It could be used again after replacing the needle. While using used the humapen with human insulin isophane suspension 70%/human insulin 30% insulin before, there was not such malfunction. The malfunction happened almost every day. He did not replace the needle before every injection (improper use and storage). He experienced the same situation after replacing the pen (second pen). Information regarding corrective treatment was unknown. Events outcome of blood glucose increased was recovered. Therapy status of human insulin isophane suspension 70%/human insulin 30% was unknown and status of insulin lispro protamine suspension 50%/insulin lispro 50% is ongoing. The patient was the operator of the humapen ergo ii and humapen (unknown) device and his training status was not provided. The general device model duration of use and duration for use of suspect device was unknown. Action taken with both the devices was unknown and their return was not expected. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 50%/insulin lispro 50% or humapen ergo ii or humapen (unknown device). Edit 23-aug-2024: upon review of the information received on 30-jul-2024. Entered euca fields and added batch number and pc number in narrative. Updated narrative accordingly. Edit 23aug2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 03sep2024: additional information received on 29aug2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, and device return status to not returned to manufacturer. Added date of manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 03 sep 2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary a male patient reported that due to needle blockage when using his humapen ergo ii, he was not sure how many units he had injected. The injection button of device could not be pressed; however, he reported that the pen could be used again after changing the needle. The patient experienced blood glucose fluctuation and abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1102d02, manufactured february 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regards to pen jam issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported he did not replace the needle before every injection. The core instructions for use state to use a new needle for each injection. In addition, based on the date the device was manufactured (february 2011), the device was likely beyond the recommended use life. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient did not replace the needle before every injection and likely used the device beyond its approved use life. These misuses are not likely relevant to the complaint issue since the patient was able to use the pen after changing the needle.